Manufacturer narrative:
If implanted; give date: n/a (not applicable). The intraocular lens was not implanted. If explanted; give date: n/a (not applicable). The intraocular lens was not implanted. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the customer experienced defective tip issues (preloaded injectors) with three preloaded, model pcb00 lenses. There was no patient contact. No additional information was provided to abbott medical optics. Note: three MDR¿s will be submitted. This is report #1 of 3 reports.

Manufacturer narrative:
Device evaluation: despite several follow ups with the customer, the products were not received back for investigation. The reported complaint was not verified. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. A search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions, precautions, and warnings for the proper use and handling of the product. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.